Event description:
Medtronic received information that these aortic and mitral bioprosthetic valves, implanted approximately four years, were explanted due to aortic insufficiency and mitral regurgitation with cuspal tears. Further information was provided that the cuspal tears on the mitral valve may have been induced at the time of explant. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6). Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible possibly due to implant duration and/ or the decontamination process. No tears were observed on the inflow or outflow of all leaflets. All commissures were intact. A remnant of glistening off-white pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp, to the inflow margin of attachment, and 1 to 2.5 mm onto the cusp. A remnant of pannus remained attached to the outflow rail adjacent to the left cusp, to the outflow margin of attachment and 1 to 2 mm onto the cusp. Radiography showed traces of pannus in all commissures. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.